Event description:
It was reported that a cartridge change error occurred. Subsequently, it was reported that a minimum fill notification occurred after the user filled the cartridge with 290 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 190-262 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.